Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined for patient sample one. The most probable cause of the issue is pre-analytic handling. Centrifugation time of the sample was too short and sample cups which are not recommended were used.

Event description:
The customer provided data for a total of one hundred four patient samples. Of these samples, seven were found to have erroneous results for parathyroid hormone (pth). According to the customer, all results were reported to physicians. The customer also stated that all results from the laboratory were reported to patient records, but no results were reported outside of the laboratory. A clarification of whether or not erroneous results were reported outside of the laboratory has been requested. For patient sample one, values of 493.6 pg/ml accompanied by a data flag and 43.96 pg/ml were provided. It was asked, but it is not known which result was the initial result and which result was the repeat result. A clarification has been requested. For patient sample two, from a (B)(6) female and tested on (B)(6) 2014, values of 331.8 pg/ml accompanied by a data flag and 42.58 pg/ml were provided. It was asked, but it is not known which result was the initial result and which result was the repeat result. A clarification has been requested. Patient sample three, from a (B)(6) male and tested on (B)(6) 2014, initially resulted as 44.84 pg/ml. The sample was repeated and resulted as 150.2 pg/ml accompanied by a data flag. Patient sample four, from a (B)(6) male and tested on (B)(6) 2014, initially resulted as 47.36 pg/ml. The sample was repeated and resulted as 77.59 pg/ml accompanied by a data flag. Patient sample five, from a (B)(6) male and tested on (B)(6) 2014, initially resulted as 46.41 pg/ml. The sample was repeated and resulted as 603.5 pg/ml. Patient sample six, from a (B)(6) female and tested on (B)(6) 2014, initially resulted as 45.9 pg/ml. The sample was repeated and resulted as 229.4 pg/ml. For patient sample seven, values of 43.39 pg/ml and 681.5 pg/ml accompanied by a data flag were provided from (B)(6) 2014. It was asked, but it is not known which result was the initial result and which result was the repeat result. A clarification has been requested. Patients one through six were not adversely affected. It was asked, but it is not known if patient seven was adversely affected due to the event. A clarification has been requested. No adverse events were alleged for patient seven. The pth reagent lot number was 175260. It was asked, but the expiration date for the pth reagent is not known.

Manufacturer narrative:
A specific root cause could not be determined for patient samples two through seven. The most probable cause of the issue is related to the customer using sample cups which are not recommended for use. Pre- analytic handling may also be a cause since centrifugation time was too short. The customer was asked for additional information for investigation, but no further information could be provided.

Manufacturer narrative:
Per the laboratory supervisor, the rerun results were believed to be correct based on comparison with the previous patient history. (B)(6). Patient seven was not adversely affected. Patient seven is a (B)(6) male.